Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and observed a slight increase in the positive control rlu for ml 286240 compared to ml 286020. Ts noted the wl in question was valid with no indications of hardware issues. Ts advised customer the shift in rlus from lot-to-lot was normal, and there was nothing to suggest a kit issue. Customer understood and did not report any further issue. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua: (B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma kit, assay lot: 286240, which had elevated negative and positive control rlus compared to previous lots. Hologic technical support (ts) reviewed wl: (B)(4) which was run on panther instrument sn: (B)(4) using the affected kit. There was no indication of results being questioned or reported to patients.